Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 485 mg/dl and it was treated with manual injection. Blood glucose after treatment was 310 mg/dl. Customer reported cannula was bent. Insulin pump will be returned for analysis.